Event description:
It was reported that a clearlink system continu-flo solution set's three luer lock ports were "jammed." This malfunction was observed in the operating room when the user attempted to inject unknown anesthetics into all three ports unsuccessfully. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was available at the plant for evaluation. No defect was observed during visual inspection and flow testing. The reported condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.